Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent a procedure where in the ipg and leads were explanted. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Sc-1432 (sn b)(6). The returned ipg was analyzed and the device exhibited normal characteristics during the visual and functional examination. With all the available information, boston scientific concludes that the reported event could not be confirmed.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent a procedure wherein the ipg and leads were explanted. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7072689/7073617.